Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added, and the following correction to b5 due to an error. It was stated that ¿upon inspection and testing of the returned device, it was observed that the connecting tube has a cut. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.¿ correction: the reportable malfunction identified during evaluation was that foreign material/a stain was found inside the light guide lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process which found various issues. The asset return found that the grip has a scratch, switch box has a scratch, air/water cylinder has no color, suction cylinder has no color, control unit has a scratch, plug unit has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, light guide has a crack, parts need to be replaced, adhesive around objective lens has wear, inside of light guide lens has stain, there is corrosion around forceps elevator arm, and universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii dupdenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connecting tube has a cut. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.